Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6)], revealed smell burn at relay box, no device found message, the arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: - the highest number (100) - the low number (100). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported three days ago they plugged the recharger into the controller to charge the implanted neurostimulator and the controller started smelling like something was burning and smoking from the controller . Caller stated they unplugged the controller and went to take the battery out of the controller because they didn't want it to burn up or melt. Caller reported when they dropped the controller, the case around the battery shattered and one of the leads that hooks to the battery on the controller came off too and battery pack split into pieces. Patient stated the controller is bad and they are in pain. Patient stated he had a brain injury and does not remember information. Caller stated they don't know who the healthcare provider (hcp) is currently. Caller stated they go to the clinic. Patient service asked caller to inspect the recharger for damage and caller said there is no visible damage to the cord or pins. Agent confirmed there is no tissue or skin damage. Agent confirmed the rtm smell burning and smoking coming out of the controller. The issue was not resolved. A replacement recharger telemetry module (rtm), controller and battery pack was sent out. Patient rep reported receiving the replacement controller and recharger but continued to get a message to install the battery pack. Caller stated the controller came with an aa battery pack and that no medtronic battery pack was included in the package. Agent reviewed fedex tracking details and confirmed battery pack was delivered together with the controller and recharger. Caller was able to locate the package. Agent closed the case.